Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") in an adult female patient who had essure (batch no. D06938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple sclerosis, epicondylitis, hyperlipidemia, obesity, paresthesia, hiv positive, vertigo, umbilical hernia, inguinal hernia and menstrual disorder. Previously administered products included for birth control: depo-provera; for an unreported indication: mirena iud and levora 28. Concurrent conditions included vaginal odor, myopia, astigmatism, leg cramps, hernia and chest pain. Concomitant products included levonorgestrel (mirena) for birth control as well as medroxyprogesterone acetate (depo provera), methylphenidate hydrochloride (ritalin), sumatriptan succinate (imitrex df), topiramate (topamax) and vitamin d nos (vitamin d). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced urinary tract infection ("uti"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), alopecia ("hair loss"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vulvovaginal hypoaesthesia ("numbness in vaginal area"), vulvovaginal pain ("vaginal pain") and micturition urgency ("urinary urgency") and was found to have weight increased ("weight gain"). In 2017, the patient experienced the first episode of dysgeusia ("metal taste / metallic taste in mouth"), tooth disorder ("dental problems"), dysuria ("dysuria"), sensitivity of teeth ("teeth sensitivity") and the second episode of dysgeusia ("metallic taste in mouth"). On an unknown date, the patient experienced vertigo ("vertigo"). The patient was treated with surgery (had surgery to remove the essure implant / bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and alopecia was resolving, the abdominal pain, dyspareunia, the last episode of dysgeusia and vertigo had resolved and the vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, nausea, tooth disorder, vaginal discharge, fatigue, weight increased, vulvovaginal hypoaesthesia, vulvovaginal pain, micturition urgency, dysuria and sensitivity of teeth outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, dysuria, fatigue, female sexual dysfunction, menorrhagia, micturition urgency, nausea, pelvic pain, sensitivity of teeth, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo, vulvovaginal hypoaesthesia, vulvovaginal pain, weight increased, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure. The reporter commented: patient need for additional surgery. Right: 4 coils left: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Pregnancy test urine - on an unknown date: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, urinary urgency, pain with intercourse, weight gain, numbness in vaginal area, metal taste in her mouth, sensitive teeth, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2018: pfs received. Added event vertigo. Updated outcome of events(metal taste in mouth, abdominal pain, vertigo, pelvic pain, dyspareunia, hair loss). Concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. D06938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple sclerosis, epicondylitis, hyperlipidemia, obesity, paresthesia, hiv positive, vertigo, umbilical hernia, inguinal hernia and menstrual disorder. Concurrent conditions included vaginal odor, myopia, astigmatism, leg cramps, hernia and chest pain. Concomitant products included levonorgestrel (mirena) for birth control as well as medroxyprogesterone (depo provera). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced urinary tract infection ("uti"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). In 2017, the patient experienced the first episode of dysgeusia ("metal taste / metallic taste in mouth"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), hypoaesthesia ("numbness in vaginal area"), micturition urgency ("urinary urgency"), dysuria ("dysuria") and sensitivity of teeth ("teeth sensitivity"). On an unknown date, the patient experienced alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue") and the second episode of dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (had surgery to remove the essure implant / bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, alopecia, dyspareunia, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, nausea, tooth disorder, vaginal discharge, fatigue, weight increased, hypoaesthesia, vulvovaginal pain, micturition urgency, dysuria and sensitivity of teeth outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, dysuria, fatigue, female sexual dysfunction, hypoaesthesia, menorrhagia, micturition urgency, nausea, pelvic pain, sensitivity of teeth, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight increased, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure. The reporter commented: patient need for additional surgery. Right: 4 coils, left: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, urinary urgency, pain with intercourse, weight gain, numbness in vaginal area, metal taste in her mouth, sensitive teeth, pelvic pain. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received: new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, apareunia (inability to have sexual intercourse), bladder problems or changes, urinary problems or changes, nausea, dental problems, vaginal discharge, fatigue, weight gain, numbness in vaginal area, vaginal pain, urinary urgency, dysuria, teeth sensitivity" were added. Lot number was added. New reporter were added. Historical and concomitant conditions and medication were added. Lab data was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. D06938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple sclerosis, epicondylitis, hyperlipidemia, obesity, paresthesia, hiv positive, vertigo, umbilical hernia, inguinal hernia and menstrual disorder. Concurrent conditions included vaginal odor, myopia, astigmatism, leg cramps, hernia and chest pain. Concomitant products included levonorgestrel (mirena) for birth control as well as medroxyprogesterone (depo provera). On (B)(6) 2016, the patient had essure inserted. In april 2016, the patient experienced urinary tract infection ("uti"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In february 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). In 2017, the patient experienced the first episode of dysgeusia ("metal taste / metallic taste in mouth"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), vulvovaginal hypoaesthesia ("numbness in vaginal area"), micturition urgency ("urinary urgency"), dysuria ("dysuria") and sensitivity of teeth ("teeth sensitivity"). On an unknown date, the patient experienced alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue") and the second episode of dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (had surgery to remove the essure implant / bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, alopecia, dyspareunia, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, nausea, tooth disorder, vaginal discharge, fatigue, weight increased, vulvovaginal hypoaesthesia, vulvovaginal pain, micturition urgency, dysuria and sensitivity of teeth outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, dysuria, fatigue, female sexual dysfunction, menorrhagia, micturition urgency, nausea, pelvic pain, sensitivity of teeth, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal hypoaesthesia, vulvovaginal pain, weight increased, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure. The reporter commented: patient need for additional surgery. Right: 4 coils left: 4 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion pregnancy test urine - on an unknown date: negative concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: lower abdominal pain, urinary urgency, pain with intercourse, weight gain, numbness in vaginal area, metal taste in her mouth, sensitive teeth, pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), alopecia ("hair loss"), dysgeusia ("metal taste") and dyspareunia ("painful intercourse"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, alopecia, dysgeusia and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, dysgeusia, dyspareunia and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.